Manufacturer narrative:
The event of foreign body reaction is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, foreign body reaction.

Event description:
Healthcare professional reported, capsular contracture, baker grade I. With pain and exposure of the left breast prosthesis. The device has been explanted. This record relates to the left side.